Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed 8015 error 800.8000 tech support- reflash logic board; used ka 11775 alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Walked biomed through on reflashing the software on the 8015 unit. The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from 06/14/2010 to 9/17/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(6). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue reflash logic board; used ka 11775 alaris infusion medical safety notification model 8015 system error 255-16-275 - 800.8000. Walked biomed through on reflashing the software on the 8015 unit.

Event description:
It was reported that the pc unit gave system error code 800.8000. There was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A review of the device history record for sn (B)(4) was performed from 06/14/2010 to 9/17/2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a production/servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. The customer stated that there was no patient involvement.

Event description:
It was reported that the pc unit gave system error code 800.8000. There was no patient involvement.